Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was explanted and replaced within the same surgery for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
(B)(4).